Manufacturer narrative:
Investigation is on-going. When the investigation is completed, a follow-up report will be sent.

Event description:
The report states that the pt was in or for pacemaker battery change. The surgeon used electrosurgical pencil to open the pocket for pacemaker placement. A 4x4 sponge was in pocket and ignited. Fire was extinguished and machine and disposables were removed from service. There was no pt harm. This preceded report medwatch 1717344-2007-00169.